Event description:
Cq technician notified cq service that the internal tubing of this device was suspect for contamination during an on-site pm. The technician took pictures of the internal tubing of the device and forwarded them to cq for review. Cq director of operations and epidemiologist melanie harry reviewed the photos and recommended that the device receive an internal water pathway replacement due to the discoloration of the internal tubing. This issue was identified on (B)(6) 2022, no patient involvement was reported.

Manufacturer narrative:
The device was returned to specification via an internal water pathway replacement. After being repaired, the device passed inspection and is fully functional.

Event description:
Cq technician notified cq service that the internal tubing of this device was suspect for contamination during an on-site pm. The technician took pictures of the internal tubing of the device and forwarded them to cq for review. Cq director of operations and epidemiologist melanie harry reviewed the photos and recommended that the device receive an internal water pathway replacement due to the discoloration of the internal tubing. This issue was identified on (B)(6) 2022, no patient involvement was reported.

Manufacturer narrative:
Photos of tubing were submitted by a cardioquip technician and sent to cardioquip epidemiology for investigation during an onsite service visit. Due to the discoloration of the tubing, epidemiology recommended that the device receive an internal water pathway replacement. Cardioquip notified the customer of the potential contamination and recommendation on (B)(6) 2022.cardioquip received a purchase order for the repair om (B)(6) 2023 and the device on (B)(6) 2023. As of the date of this report, the device is located at cardioquip and is receiving an internal water pathway replacement.

Event description:
Cq technician notified cq service that the internal tubing of this device was suspect for contamination during an on-site pm. The technician took pictures of the internal tubing of the device and forwarded them to cq for review. Cq director of operations and epidemiologist (B)(6) reviewed the photos and recommended that the device receive an internal water pathway replacement due to the discoloration of the internal tubing. This issue was identified on (B)(6) 2022, no patient involvement was reported.

Manufacturer narrative:
Following cardioquip receiving the suspect device and performing an investigation, the device was returned to specification via an internal water pathway replacement. After being repaired, the device passed inspection and is fully functional.